Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation, a fracture was found in the ace catheter while advancing another manufacturer's microcatheter through it and it was not used.

Manufacturer narrative:
Conclusion : this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the penumbra system 5max ace reperfusion catheter was fractured approximately 54.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that a microcatheter was inserted through the penumbra system 5max ace reperfusion catheter and it fractured. Evaluation of the returned product was confirmed. The proximal shaft of the penumbra system 5max ace reperfusion catheter was fractured. This type of damage typically occurs if the product was improperly handed during use or preparation. If the penumbra system 5max ace reperfusion catheter was being moved at an angle with force applied, it is likely that damage will occur. The root cause of this complaint cannot be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.